Manufacturer narrative:
Corrected fields: e2, e3, and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information that was inadvertently left out of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the front panel mouth was cracked, the bottom chassis, top cover, rear panel, front panel chassis, lamp door and rear foot were all rusted, a worn-out socket slider switch caused intermittent use of high intensity mode, and recommended replacement of olympus lamp life meter as the light output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp does not light after 300 hours. The issue was found during preparation for use; however, the spare lamp does come on. There were no reports of patient harm or impact associated with the reported event.